Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the delivery issue was determined to be patient condition.

Event description:
A 27-year-old male with acute myocardial infarction and pre-support clinical status consistent with scai stage e cardiogenic shock was evaluated for impella 5.5 support via right axillary/subclavian surgical access. During the procedure on (B)(6) 2026, insertion was attempted over a guidewire through a graft; however, resistance was encountered in the axillary artery due to vessel size and vaso-restricted condition, with the patient¿s vessel diameter documented as less than 7 mm, making it unsuitable for passage of the impella 5.5 device. The device could not be advanced through the vasculature, and the pump was removed shortly after insertion attempt without implantation. No excessive force was applied, no product damage was noted, and no device malfunction was identified. The device was not replaced, and no product was returned. Based on the available information, the inability to deliver the impella 5.5 device was attributable to patient-specific anatomical limitations, including small vessel diameter and vasoconstriction, and there was no evidence of device-related malfunction or performance issue contributing to the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.